Event description:
According to a letter from a consulting radiological physicist. A CT exam was performed on a 52-yr-old woman. The technologist set up for a 27 slicc, fast acquisiton of the upper abdomen. Upon completion of the exam the technologist noticed that the table had not incremented during the scans. The series was repeated with proper indexing immediately thereafter. The physicist was notified of this incident on the evening of saturday, 11/4/95. His recommendation was to call the MFR and have them check the table indexing system on monday morning, 11/6. MFR's rep was dispatched to the facility on sunday 11/5 to check the equipment. The conclusion of the rep was that the problem was most likely due to operator error in programming the scan sequence. On monday, 11/6/95, rptr calculated the dose to this pt, (28-8mm scans at mid-thoracic level) to be approx 25 rad to the mediastinum, and 70 rad to the tissue at 1 cm deep at the periphery of the pt. He notified the radiation safety officer of the results of his calculations, and recommended that he notify the pt of the incident. He also spoke with another doctor regarding the risks associated with these dose levels. His opinion was that the short term risks were negligible, and that long term risks were approx 1:10,000 for leukemia and soft tissue tumors, for 5-10 years, and 20 years onset, respectivley. Radiobiologically, the tissues most susceptible to radiation damage are those which are poorly differentiated, and rapidly reproducing. The only tissue in the mid-thoracic level meeting both of these criterion is the mucosa lining the inside of the esophagus. He also checked the state code for reporting overexposures, and concluded that this incident does not meet the criterion for a reportable overdose, since the dose was not delivered to the whole body. He has contacted the MFR and requested an inquiry into changing the computer algorithm to either: 1) prevent scanning until a table increment has been selected, or 2) prevent acquisition of a second slice until a table increment has been selected and actuated, or 3) setting the table increment equal to the slice thickness if a table increment has not been selected. MFR will notify him of the response from the research and development facility and also indicated that an internal incident report was filed at MFR regarding the case, and that any findings will be forwarded to him.